Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue ¿grainy image¿ is unconfirmed, the customer unit was analyzed and compared to a test unit and there were no differences in the displays. The image appeared normal and the same on both the test and customer unit. Sr8 was tested and passed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2021-05331).

Event description:
Per biomed - image is grainy, difficult to see the veins.